Manufacturer narrative:
The device was returned and the evaluation found the touch panel was black due to a printed circuit board failure and the error 105 was presented due to poor contact of the light-emitting diode unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited the error code e105, as well as the device does not perform "white" calibration. The issue occurred before the surgical procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was confirmed that the cause of the error code e105 was the contact failure of the led unit. It was unable to assume the cause of the contact failure. The cause of the touch panel blackout was determined to be the faulty printed circuit board. Olympus will continue to monitor field performance for this device.